Manufacturer narrative:
Product analysis: microscopic examination of the internal hex of the set screws identified witness marks and deformation consistent with secondary tightening after the break-off portion of the set screw was broken off. This is consistent with over-tightening of the set screws. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: t6-7 fracture implant date: (B)(6) 2016. Explant date: (B)(6) 2016. Levels: t2-t11. It was reported that intra-op, set screw from the crosslink sheared off improperly. The product came in contact with the patient. No patient complications were reported. The set screw is the integral part of the crosslink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.